Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot:null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, " short-term and mid-term results of lateral condyle sliding osteotomy in the treatment of valgus total knee arthroplasty: a successful therapy option in grade 2 valgus total knee arthroplasty" literature article "short-term and mid-term results of lateral condyle sliding osteotomy in the treatment of valgus total knee arthroplasty: a successful therapy option in grade 2 valgus total knee arthroplasty" (2018) by wolfgang scior, franz hilber, martin hofstetter, and heiko graichen published by the knee https://doi.org/10.1016/j.knee.2018.03.007 was reviewed. The article purpose: to analyze the clinical and radiological short-term and mid-term results of this technique in a larger series. The article reports: between june 2007 and may 2014, 98 patients were treated with 98 tkas and a simultaneous sliding osteotomy. All patients received a pfc mobile-bearing cruciate-retaining implant that were implanted with cement. Patella resurfacing was not mentioned within the article. The authors concluded that the sliding osteotomy technique of the lateral condyle is a successful option for the treatment of grade 2 fixed valgus deformity. At the final time point, seven knees needed to be revised. Three of these were complications specific to the surgical technique being tested. One of these required change of implant to a constrained type. Besides these three method-related revisions, four patients needed to be revised for other reasons: one because of infection, one because of a periprosthetic fracture (not related to healed osteotomy), one because of early aseptic loosening of the tibial component, and one due to instability. Depuy products involved: pfc mb cr. Complications: infection (1), periprosthetic fracture (1), aseptic tibial loosening (1), instability (1), medical device implant removal (1), surgical intervention (7).